Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 7707540 implantable port allegedly experienced a suction problem and was unable to aspirate. This report was received from one source. The device was used in a female patient; age and weight were not provided. There was no reported patient injury.